Event description:
It was reported that the original surgery was performed on (B)(6) 2015. Patient was relatively active. Following complaint of pain from the patient, it was discovered that the rod came out of the top screw of l3.